Event description:
It was reported that the patient presented in clinic. During interrogation it was discovered that the right ventricular (rv) lead was exhibiting high defibrillation impedance. Programming changes were made. The patient condition was unavailable.

Event description:
New information received notes that the right ventricular (rv) lead was capped on (B)(6) 2021. Patient condition was unknown. Further information was requested but not received.